Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" and "left implant has been extruding" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "very concerned with a textured implant", "rotated 45 degree in a clockwise position", "deformity of reconstructed breast", "animation deformity on the left lateral aspect of breast", "left implant has been extruding", and "a small degree of seroma.

Event description:
Healthcare professional reported left side "very concerned with a textured implant", "rotated 45 degree in a clockwise position", "deformity of reconstructed breast", "animation deformity on the left lateral aspect of breast", "left implant has been extruding", and "a small degree of seroma which is cultured and we can also observe inside the stretching of the lateral pocket a little bit." Device has been explanted.